Manufacturer narrative:
(B)(4). A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A potential root cause could not be determined for the alleged issue.

Event description:
Clinical specialist (cs) contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was electively explanted. Cs reported that the patient felt as though their pain was not being relieved and that the pump was uncomfortable, so they asked the physician to remove it. The pump was disposed of at the facility.